Event description:
Customer reports strip vial expiration date as 9/30/2008 while using comfort curve test strips. MFR's electronic inventory shows expiration date of 9/30/2004. Batch record confirms strip expiration date as 9/30/2004. No adverse event reported. A request was made for return of the suspect product, and a replacement was sent.